Event description:
It was reported that the procedure was to treat a narrow left anterior descending artery (lad). Reportedly, dilatation was performed successfully; however, while withdrawing the balloon from the anatomy, the physician felt resistance due to interaction between the balloon and the 3.0 x 38mm xience prime stent. After several attempts the balloon was backed out from the anatomy. This did not influence the completion of the procedure. The procedure was finished successfully and the patient's final outcome was satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. .

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove post deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency